Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Animas does not manufacture the infusion set therefore no regulatory report is required. If the product information is obtained, the complaint will be forwarded to the relevant manufacturer.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: during investigation, the pump was powered up to a pink contrast display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.